Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, a ventricular perforation occurred, requiring surgical repair. Initially, while a delivery system was advanced from the aortic arch to the ascending aorta, the shape of the guidewire in the left ventricle (lv) changed, but it continued to be advanced as it was. Immediately before the 23mm sapien xt crossed the native annulus, the systolic blood pressure dropped to around 40mmhg and echo showed an increase of pericardial fluid. Therefore, the sapien xt was immediately deployed. After deployment, the blood pressure (bp) did not rise and the pericardial fluid was increasing. Cardiac massage and preparation of percutaneous cardiopulmonary support (pcps) was started. Vt was observed and the patient was defibrillated, resulting in sinus rhythm. The bp was stabilized with pcps support but the pericardial fluid continued to increase. Angiography showed no annular injury or aortic dissection. Echo showed leakage around the lv, which was thought to be caused by a guidewire perforation. The pcps was converted to cardiopulmonary bypass (cpb) and a thoracotomy was performed. A u-shaped hole was found around the apex that was repaired and hemostasis was achieved. The cpb was weaned off and converted to iabp. The patient left to the ICU in stable condition. On the next day, iabp was weaned off. No abnormality was found from the patient¿s brain. The operator stated that some resistance was felt while the delivery system was passed through the aortic arch due to the sharp curve. The review of cine revealed the guidewire seemed to push the apex and perforation was thought to occur at that time.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the patient¿s anatomy caused resistance while advancing the delivery system through the aortic arch. It is likely that the lv perforation occurred at this. The site was repaired and the patient remained in stable condition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2015-00470.